Manufacturer narrative:
(B)(4). Date sent: 6/22/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open liver resection procedure, the tissue pad fell off during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.